Event description:
Patient had to return to the or in 2011 to have a total knee revision to remove failed unicompartmental hardware. The unicompartmental knee was performed in 2007 secondary to medial compartment arthritis. It was noted in november 2010 that xrays revealed loosening of the right unicompartmental component. By may 2011 the patient was experiencing aching sharp pain and pain at rest over the anterior aspect of her knee with occasional need for pain medication. The knee felt unstable and the patient had difficulty with steps. Xrays: 4 views of the knee demonstrate collapse of the tibial component of her uni knee.